Manufacturer narrative:
(B)(4). Conclusion - a conclusion code could not be chosen. The complaint was confirmed, but the root cause is unknown. Upon receipt , the blade was visually inspected for any signs of damage, abuse/misuse. It was quickly noted that pieces of the plastic base were broken off and loose in the shipping bag. The complaint has been confirmed. Root cause cannot be established with the limited detailed information available as to the circumstances of the breakage. No corrective/preventative actions will be assigned. No further action required.

Event description:
The customer alleges that there are cut marks on the plastic and the plastic base on the blade appears shattered.